Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cannula bent. Reportedly, this occurred when the tubing was snagged. The customer's blood glucose (bg) level was 300 mg/dl and the customer declined to provide additional information regarding the bg level. Reportedly, the customer was able to insert a new infusion set, complete a load sequence, and resume insulin delivery from the pump.